Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the tissue marker's plastic sheath came apart. They changed markers and completed the case with no consequence to the pt.